Event description:
It was reported to our intn'l affiliate that a male patient experienced drowsiness due to an overinfusion of morphine hydrochloride/saline medication while using a baxter basal/bolus infusor. The actual flow rate was 60ml/60hr. The total fill volume was 60ml (10ml morphine hydrochloride and 50ml saline). The infusion finished within scheduled 2.5 days; the actual flow rate was not provided. The patient control module (pcm) was connected to the device, however it was pushed only several times. The temperature and the height of the restrictor were unknown. The patient recovered on the same date of the incident from the event with no treatment. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The infusor produced functional results within the specification range.